Event description:
The info received from the affiliate states that this female pt was presented to the interventional lab for repair of a lesion located in the left superficial femoral artery (sfa). The vessel was described as moderately calcified, and not tortuous. The rate of stenosis was 90%. The product was prepared as per the IFU. There is no info as where the physician made access to the pt. A sheath introducer was inserted and a guidewire was advanced to the lesion, without difficulty. The physician advanced the balloon over the guidewire and placed it at the lesion. Upon inflation of the balloon, with an indeflator, the balloon ruptured at four atmospheres. The balloon was safely removed from the pt and another balloon was used to successfully complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.